Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in another clinic and had a backup battery (ebb) fault. The ebb was exchanged but the alarm continued. The system controller was exchanged which resolved the alarms. Event log files were submitted for review. The event log files of the old system controller captured ebb fault alarms on (B)(6) 2024 at 2:05 pm through (B)(6) 2024 at 3:25 pm followed by a driveline disconnect/pump off alarm indicative of the system controller exchange. The ebb fault alarms occurred to a failed ebb load test. The event log files of the new system controller captured routine events with no further ebb faults noted.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was confirmed via the submitted log file; however, it was not reproduced. Data from the reported event date of 30apr2024 in the submitted controller event log file ((B)(4)) was reviewed. The backup battery fault alarm was active from the beginning of the log file due to a load test fault. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage or the unloaded voltage being under the acceptable threshold. The log file did not capture when the load test first failed, so the loaded and unloaded voltages cannot be measured. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. After testing, the backup battery was fully charged, and a load test was initiated on the controller without any alarms activating. The provided information stated that replacing the backup battery did not resolve the issue. The alarm resolved after the controller was exchanged. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting. Explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook section 6- ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.